Event description:
She was laying in bed on her left side and had the pad over her right shoulder with right hand on the control. The switch sparked and burned her hand and burned a hole in her sheet. The product was returned for investigation. The product was approx. 14 years and 10 months old when the incident occurred. An investigation was done to look into the customers complaint. The product showed clear signs of misuse. The investigator found that the customer was wrapping the cord under the switch. This caused excessive stress on the cord. This lead to a break forming on the cord and caused the spark the customer described.